Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 1 month. Through follow-up with the health-care provider, additional information was received. According to the operative report and discharge summary, the patient had presented with critical aortic stenosis, single vessel coronary artery diseases and class IV heart failure. Therefore, the patient had aortic valve replacement performed with the edwards device. Postoperative transesophageal echocardiogram showed excellent prosthesis function with no perivalvular leak. The patient was discharged on postoperative day #14 to a subacute facility in stable condition. It was learned through follow-up with that facility that the patient expired from septic shock and multi-organ failure. No other details were provided. Furthermore, there have not been any allegations that the edwards device caused or contributed to the patient's death.